Manufacturer narrative:
E1: full establishment name: (B)(6) the device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed due to external factors. Additional evaluation findings: error code b30. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii xenon light source's automatic graduation of the light source did not work. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the scope connector had poor contact. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.